Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: during investigation, the pump¿s display appeared to be slightly dim due to a discolored film lens. The display lens was lifted and the display screen contrast was fully illuminated and colored. Unrelated to the original complaint, the battery compartment was observed to be cracked.